Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Both devices involved in the event were cleaned to remove the dust from the insides. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center displayed an e103 before the exam when connected to the visera elite xenon light source. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was not possible to check the detailed status of the current product because no data such as confirmation of product were obtained in the repair department. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.